Manufacturer narrative:
(B)(4). Additional information: the surgeon's assistant is well in-serviced in (B)(4) and fires most of the guns in this hospital. The surgeon's assistant says the gun just did not sound or feel like normal. Additional information requested. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90 degrees in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic left hemicolectomy procedure, the gun was wound down into firing range. The safety catch removed and the handles squeezed. Absolutely no "crunch" when the gun was fired. Just a slight "wheezing" as if the plastic was working against plastic. The gun was opened 3/4 turn and attempted to remove but the gun was stuck. Eventually the gun was opened further and was removed. The anastomosis was air tested for leaks and no leaks were found. Patient is now discharged. No adverse patient consequences reported.